Event description:
It was reported to boston scientific via an article published in the urologia journal that a prospective single-center study was conducted to evaluate the long-term efficacy and safety of the rezum system for treating lower urinary tract symptoms (luts) in patients with benign prostatic hyperplasia (bph). The study included 84 patients treated between july 2021 and june 2023. The main patient complications included urinary tract infections (uti) in 26% of patients, acute urinary retention in 9%, and retrograde ejaculation in 2%. Moreover, anterograde ejaculation was maintained by 48 of 50 patients after the treatment, the urinary retention was treated with cauterization for 7 days and there was no recurrence. Uti were treated with antibiotic therapy and prescribed to all of them for at least 7 days, among these patients only 9% were febrile therefore it is difficult to classify them as symptomatic infections or postoperative luts with bacteriuria, non urinari incontinence was reported that there were some case where the patient experienced post voiding dribbling. Overall, complications are minimal and are comparable to other minimally invasive surgical treatments.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 07/01/2021, was chosen based on date that the study started. Block g2: literature source: totaro, a., gavi, f., fettucciari, d., bizzarri, f. P., sanesi, d., cosenza, l., marino, f., creti, a., russo, p., & sacco, e. (2025). Efficacy of the rezum system for lower urinary tract symptoms in patients with benign prostatic hyperplasia: long term results from a single centre perspective study. Urologia journal, 92(1), 141 147. Https://doi.org/10.1177/03915603241297137.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3: the exact date of the event is unknown. The provided event date, 07/01/2021, was chosen based on date that the study started. G2: literature source: totaro, a., gavi, f., fettucciari, d., bizzarri, f. P., sanesi, d., cosenza, l., marino, f., creti, a., russo, p., & sacco, e. (2025). Efficacy of the rezum system for lower urinary tract symptoms in patients with benign prostatic hyperplasia: long term results from a single centre perspective study. Urologia journal, 92(1), 141 147. Https://doi.org/10.1177/03915603241297137.

Event description:
It was reported to boston scientific via an article published in the urologia journal that a prospective single-center study was conducted to evaluate the long-term efficacy and safety of the rezum system for treating lower urinary tract symptoms (luts) in patients with benign prostatic hyperplasia (bph). The study included 84 patients treated between july 2021 and june 2023. The main patient complications included urinary tract infections (uti) in 26% of patients, acute urinary retention in 9%, and retrograde ejaculation in 2%. Moreover, anterograde ejaculation was maintained by 48 of 50 patients after the treatment, the urinary retention was treated with cauterization for 7 days and there was no recurrence. Uti were treated with antibiotic therapy and prescribed to all of them for at least 7 days, among these patients only 9% were febrile. Therefore, it is difficult to classify them as symptomatic infections or postoperative luts with bacteriuria, non urinari incontinence was reported that there were some case where the patient experienced post voiding dribbling. Overall, complications are minimal and are comparable to other minimally invasive surgical treatments.